Manufacturer narrative:
A product investigation was completed: we have received the reported drill bit (part 323.062, lot 8997703) for investigation. The visual inspection has shown that approximately 10 mm from the tip section is broken off and the flutes are strongly untwisted. The tip and cutting blades are in a used condition with wear signs. The relevant dimensions were measured show conformity. The manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The used material was stainless steel as required and the measured harness was within the specification. The broken surface is homogenous which indicates material conformity as well. Based on the provided information we are not able to determine the exact cause of this complaint. It is likely that a blockage in combination with too much mechanical force caused the breakage of the drill bit. A possible reason for a blockage could be a metallic contact or with bone material blocked flutes. Per the important information leaflet, blunt drill bits require more mechanical power during the application so instruments should be checked for sound surfaces, and correct adjustment and function. Severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces should not be used. Based on the manufacturing investigation results we conclude that the cause of failure is not due to any manufacturing non-conformances. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted that no other medical intervention was required.

Manufacturer narrative:
Device history records review was completed for part# 323.062, lot# 8997703. Manufacturing location: (B)(4), manufacturing date: jun 05, 2014. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the broken piece was left in patient.

Manufacturer narrative:
Patient identifier, age or date of birth, and weight are not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter address and telephone are not available for reporting. DHR review was completed indicating the provided lot number is not valid for this part number. Without a valid lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review: DHR-review not possible. Lot number does not match to article number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the reported device was used in surgery for the left fibula fracture on (B)(6) 2017. In order to insert the 2.7mm locking screw after the distal fibular plate was placed, the surgeon drilled the fibula with a drill bit. During drilling, the tip of the drill bit was broken. According to the surgeon¿s opinion, there might be a problem with the way to handle the device. The surgery was extended for 15 minutes. No adverse consequence to the patient was reported. Concomitant devices reported: 2.7mm locking screw (part number unknown, lot number unknown, quantity 1). This report is for one (1) 2.0mm drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.